Manufacturer narrative:
This report contains supplemental information for mentor psr reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample five (5) tears (a, b,c,d and e) were observed in the posterior view, measuring approximately 1 cm (a), 0.1 cm (b), less than 0.1 cm (c), less than 0.1 cm (d) and less than 0.1 cm (e). Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: right side breast implant rupture, and capsular contracture; baker grade ii. Initial reporter phone number: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number: (B)(4). It was reported that a patient with unknown sex, age, and race underwent primary breast augmentation with a 325cc mentor memorygel breast implant and was presented with right side breast implant rupture, and capsular contracture; baker grade ii. As a result, the device was explanted, and replaced with catalog number: 3543251; and serial number: (B)(4) on (B)(6) 2019.